Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation while wearing the lifevest. The patient was reported to have been hospitalized, there is no information concerning medical intervention. The patient's medical outcome is unknown. The patient continues to wear the lifevest.